Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, an increase in capture that resulted to a loss of capture and decrease in ventricular sensing was noted on the right ventricular (rv) lead. The rv lead was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.